Manufacturer narrative:
The customer was provided with a replacement glidescope titanium lopro t4 blade, and the reported blade was returned to verathon for further evaluation. A verathon technical service representative evaluated the returned blade where they were able to duplicate the reported image issue. It was found that when the device was connected to a test video monitor and cable, the image would disappear intermittently. Further inspection of the blade showed visible corrosion on the connector pins. The most likely cause of corrosion to the connector pins is improper sterilization practices. Numerous attempts have been made by a verathon complaints specialist to gather information on the sterilization method used by the facility; however, no contact has been made at this time. Since the customer received a replacement and there are no repairs available for the device, the returned blade was scrapped. Should additional information be received, a supplemental report will be submitted in accordance with 21 cfr 803.56 with the additional information. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t4 blade, the image would disappear and show lines intermittently. The procedure was completed using a non-verathon device, which was made available within five (5) minutes. No harm to the patient or user was reported.